Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for evaluation. Failure analysis investigation found that the axis 4 wrist pulley assembly would not engage properly when the sterile adapter attached to the arm. Also, the arm failed the in-house weight brake drop test for axis-2. The axis-1 and axis-2 brakes and metal gears were replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) arm failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that the patient side manipulator (psm) arm was not seating or accepting the instrument properly. Isi representative or the field service engineer (fse) replaced the arm to correct the problem. There was no patient involvement.